Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The long bipolar forceps was analyzed and found to have a broken main tube approximately 60mm from the distal tip. A diverse pieces measuring proximately 22mm x 4mm were not returned with the instrument. The proximal clevis adjacent to this broken main tube show mechanical indentations which may indicate potential mishandling/misuse. Additional related observation(s): the instrument was found to have a broken grip cables and broken distal pitch cables at the breakage of the main tube. The instrument grip cables was fully broken/sawed off. There was no discoloration, corrosion, or contamination on the cable to suggest improper reprocessing as a contributing factor. The instrument was found to have a broken/sawed off conductor wire at the breakage of the main tube. No thermal damage was found on the instrument. The instrument was found to have multiple indentations/burrs on the proximal clevis surface. The complaint was confirmed by failure analysis. DHR review for the device(s) involved with the reported event has been completed. No non-conformances were identified to be related to this complaint. Common causes of the failure mode broken instrument main tube are attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards causing it to crack and subsequently break. The probable root cause of cable breakage, whether partial or full, and broken or dislodged conductor wire were attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm long bipolar grasper instrument to perform failure analysis. The instrument was found to have a broken main tube approximately, 60mm from the distal tip. Diverse piece(s) measuring approximately 22mm x 4mm were not returned with the instrument. Additional observation(s): the instrument was found to have a broken grip cables at the breakage of the main tube. The instrument was found to have a broken distal pitch cables at the breakage of the main tube. The instrument was found to have a broken/sawed off conductor wire at the breakage of the main tube. No thermal damage was found on the instrument.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the long bipolar grasper instrument broke during rotation inside the patient, the instrument could no longer be pulled back through the trocar, so the distal working end was severed in the cssd to remove the trocar. The instrument still has 9 cycles of use. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument and cannula were removed together because the wrist could not be straightened due to physical damage. The wrist could not be stretched due to physical damage (broken main tube). There were no missing parts on the instrument or fragments in the patient's anatomy. The port incision had to be widened by a few millimeters in order to remove the kinked instrument through the puncture site. There was no collision with another instrument during the procedure. No broken cables were visible.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the long bipolar grasper instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received. Image review: on 02/27/2025, a review of the provided image was performed by an intuitive surgical, inc. Failure analysis engineer. The following additional information was provided: this is a broken main tube and dislodged proximal clevis as a result.